Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was suddenly not hearing well with the device in (B)(6) 2020. Reportedly, the user heard for less than 20 seconds and then only heard pings. All external parts were sent for repair in (B)(6) 2020 and the user received new equipment. However, the new equipment did not solve the problem. Reimplantation took place on (B)(6) 2021. This report refers to 9710014-2020-00728. Please refer to this report for futher information.